Event description:
It was reported that the pump migrated; "horizontal position". The patient experienced discomfort and pain at the site of the pump. The severity was noted to be moderate. A revision was performed on (B)(6) 2011. The patient outcome was noted as resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Catheter model# 8709 lot# j0056630r implanted: (B)(6) 2000 explanted: unknown .

Manufacturer narrative:
(B)(4).